Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, g1, h6.

Event description:
It was later reported that stoma site cultures were collected and performed on an unknown date. No results have been provided. The patient was started on a second round of unknown oral antibiotic for eight days, completed on (B)(6) 2025, and topical diprogenta cream. The patient reports that the stoma site "is looking better".

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, the patient began to experience stoma site redness and hardening. On (B)(6) 2025, the patient was seen by a healthcare professional who diagnosed stoma site infection. Patient later reported development of granuloma at the stoma site. The patient was treated with oral antibiotic, ciprofloxacin 750 mg every twelve hours. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d4, d.6b, h6.

Event description:
It was previously reported that the patient experienced a stoma site infection, "oozes brown with traces of blood". The "stoma is now fine, without discharge or erythema". It was later reported that the patient is experiencing a granuloma, being treated with argenpal. The device was explanted and replaced.